Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm when trying to do a bolus. The customer completed troubleshooting and cannula was bent when removed. The customer's blood glucose was 427 mg/dl at the time of the incident. Customer treated by taking a correction dose. Customer declined troubleshooting for high readings. The insulin pump nor the infusion set will not be returned for analysis.